Manufacturer narrative:
Product analysis: analysis revealed that the radiofrequency head cable was damaged which is known to cause the programmer to switch off. The anti-slip layer was ripped off the label from the radiofrequency head. Cord radiofrequency head replaced, radiofrequency head anti-slip layer replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.